Event description:
It was reported that customer was having issue with insertion. Customer was having tubing detachment and it happened twice and blood glucose was 300-400 mg/dl. Customer at work and did not have the infusion sets. Customer declined the infusion set replacement. The customer was advised to monitor the issue and to call help line for any questions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.